Event description:
A surgeon reports that an intraocular lens (iol) was repositioned during implantation. Initially, the pt outcome was good. However on 2/24/00, the pt began to experience a decrease in visual acuity and pain. The pt's intraocular pressure increased to 70 mm/hg and it was noted that the iol was pushed forward to the anterior capsule. Surgical intervention was required in 2000 with a good outcome reported. Intraocular pressure following intervention was 12 mm/hg.